Manufacturer narrative:
Rayner intraocular lenses limited reports the following investigation findings; our review of production records for the r-inj-04 injector batch b387 showed that all mfg and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of product records from the month of manufacture of the r-inj-04 injector (march 2013) was conducted in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the r-inj-04 injector.

Event description:
Rayner intraocular lenses limited received notification from the (B)(4) distributor of an event that occurred during use of a single use soft-tipped disposable injector (model r-inj-04). The event description provided to rayner is as follows "the lens was loaded in the rayner injector without complication, the surgeon reports bringing the lens down the port and noticing a sliver of the soft blue plunger being sheared off the side of the plunger, and protruding out between the join in the injector body and the injector tip. This was causing distortion in the internal tip of the plunger, meaning that the lens was not progressing straight down the port". For further info please refer to rayner intraocular lenses limited's MDR report 9611165-2013-00130.